Manufacturer narrative:
Concomitant medical product: 5076, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine generator change, the physician noted insulation damage of the right ventricular (rv) lead. The rv lead was partially cut, capped and replaced. No patient complications have been reported as a result of this event.